Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact called tandem technical support to inquire how to refill the tubing. It was noted that the luer lock had become unscrewed while in use. The customer was instructed to complete the fill tubing process. There was no reported impact to the customer's blood glucose level.